Event description:
Per internal incident report: pt found unresponsive during am rounds. Pt was "resused" & pronounced. Telemetry showed asystole but review of history showed signs of probable vt (2 hrs previous) - system never alarmed biomedical was called to investigate. Bmet recorded all waveform data & down loaded alarm history from central station. Battery voltages (aa size) measured at .91 & .92 v. Co service rep called as system under warranty; co rep downloaded data & took transmitter for complete evaluation. Co analysis showed transmitter to be operating properly, triggering "changing battery" signal at 2.1v. Review of history shows vt alarms & "no telem" messages, possibly indicating low battery status in hrs preceeding incident.